Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the ok keypad button was sticking and intermittently unresponsive. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump inside clothing and cleaned the pump with a damp q-tip. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and ok keypad buttons were intermittently unresponsive; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under the contrast, up arrow, and down arrow key contacts.